Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Pump was received with a duracell procell alkaline battery already installed. Pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08690 inches. Pump received with minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 457 mg/dl, current blood glucose was unknown, blood glucose value when admitted to hospital was over 600 mg/dl. Time and date of hospitalization was (B)(6) 2017. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. The drive support cap appears normal (slightly indented). The insulin pump will not be returned for analysis.